Manufacturer narrative:
Date of event is estimated. Additional information is unable to be obtained as the initial reporter elected not to be identified.

Event description:
The following information was received via medwatch form mw5166696: it was reported the patient experienced inadequate stimulation with their scs system. Surgical intervention may take place to address this issue. Initial reporter elected not to be identified.